Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2015. Approximately 7 years and 9 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023 diagnosis: aseptic failure status post right knee. A thorough synovectomy was performed. "The polyethylene insert which exhibited significant we[ar] around the post medially was removed with an osteotome." A sterile dressing was applied. Patient tolerated the procedure well and there were no known complications.

Manufacturer narrative:
D10: concomitants: (B)(6). 02-010-01-0340 - logic femoral ps cem right sz 4. (B)(6). 02-012-41-4040 - logic tibia traptray cem sz 4f/4t. (B)(6). 200-02-32 - three peg patella 32mm. (B)(6). 201-78-81 - 3" trocar, mod. Hex 2pk. (B)(6). 201-78-81 - 3" trocar, mod. Hex 2pk. (B)(6). 203-90-03 - 11-3978 stablecut gts osc system 6105x19x1.27. (B)(6). 203-96-41 - (11-3974) stryker sys 6 90x13x1.27. (B)(6). 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. (B)(6). 204-32-01 - fluted stem extension 11l x 12 mm. (B)(6). 204-70-00 - tibial stem ext. Screw. Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.